Manufacturer narrative:
The information provided on this form previously submitted under manufacturing report number 18122565-2013-01665. Evaluation summary: information has been received and indicates that the pt suffered a fractured patella and loose patellar component. The patella and femoral component have been identified as compatible. X-rays from (B)(6) 2013 show a fractured patella bone. The fracture appears to extend from one of the pegs on the implant. Surgical notes were received from the implant and explant surgeries, as well as additional medical records. The implant surgery indicates that the patella thickness prior to resection was 18mm. If the full 8mm thickness of the implant was resected, it is possible that there was not enough remaining bone stock to support the pegs. Explant notes indicate that the bone stock was poor and avascular. It is likely that the pt suffered a fractured patella due to the lack of good bone stock. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt was revised due to a fractured knee cap.